Event description:
It was reported that during a coronary stent procedure, the distal edge of the stent became flared during advancement. The procedure was completed with another manufacturer's stent. No pt injuries or complications were reported.